Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right heart failure cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6)2020 at 16:55:20 to (B)(6)2020 at 19:21:43, per the timestamp. Intermittent low flow events were captured on (B)(6)2020, beginning at 17:23:54, when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A total of 9 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms or unusual events were recorded. The pump appeared to have been operating as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system instructions for use lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ this document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. This document describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that a device related issue did not cause or contribute to right heart failure. The patient had low maps (mean arterial pressures) that was treated with fluid resuscitation and vad speed decreased. Patient had severely decreased rv function; IV diuresis. The cause of the elevated pump power was not identified. The device operated as expected and the patient remains in the ICU.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been experiencing severe right ventricular dysfunction. Coded after cvp (central venous pressure) noted to abruptly increase from 5 mmhg to 15 mmhg with low pis followed by peak pis to 13 with red alarm no flow on the vad. Subsequently, the patient received total of approximately 6 l of intra-venous fluids and placed on epinephrine, neo-synephrine, and vasodilators with rosc (return of spontaneous circulation). A log file review was requested. The log file captured several low flow events on (B)(6) 2020. These occur at times when pi was elevated. There did not appear to be any type of mcs equipment issues causing these events. In addition, the log noted higher motor powers during this time. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.